Manufacturer narrative:
(B)(4). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ chromagar¿ candida medium catalog number 254093 which is a class 1, 510(k) exempt device. Investigation summary: 252958-lot# 1236518 the defect was not confirmed because there is no picture and returned sample. We will continue to monitor the trend this issue.

Event description:
It was reported that prior to use, one plate chromagar candida ii 20 ea was missing lot and expiration date information from the label. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer¿s report, a label is half peeled off and the lot and the expiration date cannot be seen.

Event description:
It was reported that prior to use, one plate chromagar candida ii 20 ea was missing lot and expiration date information from the label. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer¿s report, a label is half peeled off and the lot and the expiration date cannot be seen.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6)has been listed in sections as (B)(6) is an (B)(6) manufacturing site. There is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s., but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ chromagar¿ candida medium catalog number 254093 which is a class 1, 510(k) exempt device. Investigation summary: (B)(4) lot# 1236518. The defect was not confirmed because there is no picture and returned sample. We will continue to monitor the trend this issue.